Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755 (serial: (B)(6)); product type: 0213-recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that about 2 or 3 weeks ago when attempting to recharge the ins the pt would get into passive recharge mode and it was not reading the ins even though it was at 100-100-100. Patient had the recharger on their hip for over 30 minutes and it was not charging and the rtm antenna was getting hot. Patient spoke with their representative who said to call for a replacement recharging antenna since they tried to reset the controller but issues persisted. An email was sent to the repair department to replace the recharger.